Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced necrosis of the glans; therefore, a surgical procedure was performed to removed and replace the device with a smaller one. No additional information was provided.